Event description:
It was reported that during either a laparoscopic cholecystectomy or a laparoscopic hernia procedure on (B)(6) 2012 the top of the device came off, and the device leaked co2. There was a drop in pressure, visibility was affected and there was a higher consumption of gas. It was believed that the leak was where the device was loose on top. The trocar was replaced. There was no patient injury. The device was reported to be discarded. Additional information regarding the procedure, the patient and the device was requested, but no additional information was available.

Manufacturer narrative:
The device was not returned to the manufacturer so no evaluation could be performed.